Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding multiple unknown patients receiving unknown drugs via an implantable pump for an unknown indication for use. It was reported that not long after people would get the pumps, they had a "very bad time" when the pump stopped. It was stated these people got "very sick". It was noted one patient got sick a year out of the pump stopping. No further information regarding these events were available. No further issues were reported or anticipated.